Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024 the patient was in need of an infusion with an implantable drug delivery device indwelling needle when the nurse manager noticed that the implantable drug delivery device indwelling needle was not securely fastened and the infusion was not smooth. It is suspected that the safety shield is too protruding and is causing the infusion to be unsmooth. Replace it immediately. No other information was provided.